Event description:
Report received from baxter-italy states "at 5:00 pm the patient started the infusion with a 2ml/hr infusor filled with 5fu (2000mg of 5fu in 80ml of ns). At 7 pm the patient experienced malaise, acute vomiting and serious hypotension so that the nurse and physician intervention was required. At that time the nurse realized that the patient had received more than half solution. The physician immediately stopped the infusion and started antiemetic and cortisone-based drugs." Per reporter the patient fully recovered with no further sequelae. Additional information has been requested regarding the patient's blood pressure reading at the time of the incident, identification and dosage of drugs administered, and subsequent patient therapy, however, no additional information has been provided.